Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 488 mg/dl. The customer had symptoms such as headache and bones were hurting and treated with pump. Customer's blood glucose value was unknown the time of the call. The customer did not want to trouble shoot for high blood glucose levels. The customer stated was calling to change basal and ratio settings.